Event description:
It was reported that a smiths medical ventilator won't turn on/face is broken/broken knob/and it looks like someone dropped it. No adverse patient effects were reported.

Event description:
Investigation completed.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac wont turn on with on face broken along with knob. Device physical condition revealed cracked battery cover with tape holding in placed. Damaged front panel, broken small knobs and the manual function button is depressed and position on off. The complaint was verified. Action was taken to replace battery cover, front panel, knobs, function switch and instruction label. Repair summary: updated service maintenance kit. Replaced damaged function switch, front panel, and instruction label, cracked battery cover, broken ctrl knobs and end caps. Adjusted CPAP ctrl needle due to output measurements not in tolerances. Performed pm, calibrated, cleaned unit and affixed new service label.